Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplement report.

Event description:
In 2007, the pt's blood glucose elevated to 520 mg/dl at 5:20pm. The patient bolused 8 units of insulin and after a half an hour her blood glucose had elevated to 550 mg/dl. She then changed the infusion set and infusion site. She then attempted to prime her infusion set and no insulin dripped from the infusion tubing. She then switched to her backup infusion device and the same issue occurred. The pt then changed her insulin cartridge and she was able to prime the infusion tubing. No further info is available. Prod was requested to be returned for eval.